Event description:
It was reported that a patient was using an external pulse generator in ddd pacing mode, set to 80 beats per minute (bpm), with an atrial wire, and with no ventricular wire. It was further reported that when the generator ventricular output (not rate) was turned down, the patient's heart rate decreased to approximately 60 bpm. The status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.